Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, hard pump , couldn't pump.

Manufacturer narrative:
This follow-up MDR is created to document the corrected/additional device information, updated codes, and the evaluation of the returned device. A titan touch pump was the sole component received. Examination and testing of the returned component revealed abrasion on all pump tubes and detached inlet tube. No function abnormalities were noted with the pump or detached inlet tube with connector. The information received indicated there was a hard pump, but because no functional abnormalities were noted with the returned component, quality cannot confirm the complaint as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.